Manufacturer narrative:
(B)(4). This report is based on information provided by an engineering evaluation. One idrive ultra powered handle 1 was received for evaluation. The returned sample did not meet specification as received by medtronic. An inspection of the eeprom found several motor failure related error codes. A pmv endo gia* 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The reported condition for this incident was solid blue lights were received during a colorectal procedure by the idrive handle. The reported condition was confirmed. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. A CAPA has been issued to implement necessary corrective actions. The file will be closed as a component error. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture.

Event description:
Procedure: lap. Partial resection of small intestine. Customer states: inserted the battery to the handle, status indicator illuminated blue and handle symbol was flashing green. The device was not used on a patient. Other ultra handle was opened to correct the problem. Operating time extended: less than 30 min.